Event description:
New information received indicates the implantable cardioverter defibrillator exhibited additional post-paced t-wave over-sensing. Programming changes were made. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that the patient's implantable cardioverter defibrillator exhibited post-paced t-wave over-sensing. No intervention was performed. The patient's health condition was unknown.